Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 mesh was implanted concurrently with posterior colporrhaphy, perineorrhaphy, and anal sphincteroplasty due to sui, low rectocele, narrow perineal body, incontinent anal sphincter. No additional information was provided.

Event description:
It was reported that a patient underwent a sling procedure to treat pelvic organ prolapse. The patient experienced physical pain, stomach and vaginal pain, and lower back pain with bilateral nerve damage in her legs, and will require additional medical treatments. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.